Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip of outer sheath damaged.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was about to be used during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2024. It was reported that prior to procedure, the navigator hd was opened, and the tip of the outer sheath was found broken. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event.